Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 71 mg/dl at the time of the incident. The customer went to the emergency room three days in a row. The customer experienced symptoms such as nausea, loss of consciousness, and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer stated that the lows may have been due to stress and the highs were because of settings changes to accommodate lows. The insulin pump will not be returned for analysis.